Manufacturer narrative:
The device has not been returned for eval yet.

Event description:
A renegade hi flo catheter was used for therapeutic purposes. During the procedure, while infusing contrast, the catheter fractured one centimeter from the strain relief. There were no complications or intervention.